Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Date of event is in 2009. It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure performed the same day. According to the complainant, the stent was placed as a palliative measure for a malignancy. The stent was placed without complications; however, the physician stated that the patient was noted to be in pain post-operatively. According to the physician, the pain may be caused by the location of the stent in the colon or a possible perforation of the bowel. There were no plans to remove the stent at the time of the report. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.